Event description:
The MFR's rep reported that approx 2 weeks post catheter implant, the catheter was coiled in the lumbar incision. The catheter coiling was noted on x-ray. No pt symptoms were reported. The catheter was revised in 2006. Final pt outcome was not reported.